Manufacturer narrative:
(B)(4). This complaint for peritonitis - no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. No device malfunction or use error was identified.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a physician and a nurse in france of aseptic peritonitis in a patient coincident with extraneal and nutrineal therapies. On (B)(6) 2012, the patient experienced peritonitis manifested by abdominal pain and moderately cloudy effluent and was hospitalized. Aseptic peritonitis was diagnosed. It was not reported when the patient was discharged, although the patient received treatment with gentamicin and vancomycin intraperitoneally from an unreported date until (B)(6) 2012. The patient recovered from the aseptic peritonitis. The reporter stated that the aseptic peritonitis was possibly associated with extraneal and nutrineal.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, the manufacturing site is unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.